Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that a 2.0 x 8 mm rx mini vision stent, and a 2.0x18mm rx mini vision stent failed to cross the lesion. Another company's stent was placed in the diagonal in the lad and after deployment, it was noted that the diagonal was jailed by the stent. After several attempts were made to go through a cell in the lad stent to get to the diagonal with a mini vision, the stent delivery system failed to cross. The stent delivery system was removed from the pt. Upon angiography, it was noted that the stent had dislodged from the delivery system into the aorta. A snare device was used to remove the stent successfully without any pt effects. No add'l event of pt info is available.

Manufacturer narrative:
Product performance engineering could not determine a conclusive cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent implant was returned on a snare device inside another company's guiding catheter. There was blood visible on the stent implant. The first row of distal struts were mangled. The first row of proximal struts were flared. There was no other damage noted to the stent implant. The stent delivery system (sds) was not returned. The stent implant outer diameters could not be measured due to the damage to the distal and proximal ends. Product performance engineering reviewed the incident info and analysis of the returned stent implant. The mini vision stent implant was returned on a snare device and inside a guiding catheter. Analysis of the stent noted mangled distal struts and flared proximal struts. This damage was not reported, however, damage is likely to occur from the use of a snare device. However, it is also possible the damage occurred during the packing of the device for shipment back to abbott vascular for eval. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Unfortunately, the sds was not returned for analysis, which would have assisted in the investigation. In this case, with the info provided, the difficulties experienced may have resulted from the several attempts to go through a cell in the lad stent. However, a definitive root cause cannot be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the device was not returned and the lot number was not reported. This MDR is considered closed by the product performance group.